Event description:
It was reported that during implant attempt, the setscrew was misaligned in the device header, and the doctor was unable to secure the lead. The device was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The implantable cardioverter defibrillator (ICD) was returned and analyzed. Analysis findings demonstrated grommet damage. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (B)(4) have been implemented to address this issue.